Event description:
It was reported that "when the dr was using the peg drill to predrill holes into the tibia for our headed pins, the drill bit broke while drilling. Remaining drill bit remained in patient and was unable to get it out. Dr stated that the metal used for drill bit is not strong enough. Said it has happened in the past and needs to be made of a stronger material"

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.